Event description:
It was reported that the patient received inappropriate therapy by the implantable cardioverter defibrillator (ICD) device for what appeared to be detection of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.